Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 134 compared to the labs 216 mg/dl. Tests were done within 21-30 mins with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.